Event description:
The company representative (rep) reported that the cause of feeling rigidity in walking was unknown.

Event description:
The patient additionally reported that they felt rigid in walking after the device implantation.

Event description:
The patient reported that he feels rigidity in walking on (B)(6) 2016. It was unknown if 50% of the symptoms were reduced. No action was taken to resolve the problem. The patient has an appointment for programming. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.